Manufacturer narrative:
A patient¿s experienced high impedances and ineffective therapy was reported to abbott. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Event description:
It was reported that impedance test showed that patient¿s one of the leads had high impedances resulting in ineffective therapy. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial: (B)(6), batch: 6557442,